Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-00744. It was reported that the patient's leads were fractured. As a result, the patient underwent surgical intervention on (B)(6) 2022 but the procedure was abandoned (manufacturer report number: 1627487-2022-00746).

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.